Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a customer's pump received a critical pump error. A red x was on the display. It was reported that there was another alarm followed by the critical pump error. Customer's blood glucose levels were unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damaged electronic assembly on the printed circuit board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded, stained and peeling serial number label, scratched case, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.